Event description:
It was reported that when using the bd pyxis¿ es server, the medication in pyxis was not being sent to the electronic medical record. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication in pyxis was not being sent to the electronic medical record. A technical support specialist (tss) identified that the messages were created but not sent to care fusion coordination engine. Tss changed the internet protocol address, opened the configuration, updated the internal protocol for mbm, and saved the configuration. Tss then restarted the carefusion coordination engine service and confirmed that messages were crossing successfully. A backup of the configuration was completed. The system functioned as intended after the technical support specialist troubleshot the device.